Event description:
It was reported that the customer received a no delivery alarm on her insulin pump and it was resolved with a complete set change. Customer's blood glucose was not known. It was stated the alarm occurred during manual prime and when pushing insulin through, it seemed to be jammed. Customer's blood glucose at time of the report was 68 mg/dl. It was not possible to determine the cause of the issue or rule out a reservoir occlusion. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.